Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's last appointment with their healthcare provider (hcp) was cancelled since the manufacturer representative (rep) did not show up, so now the appointment was this wednesday ((B)(6) 2016). The patient reported issues with lack of effect, and also reported irritation and itchiness on their back. The patient stated they since implant they experienced itchiness all over their back and thought it was an allergic reaction to the scrub that was used. The patient noted some parts of their back were now healed but the implant site had irritation and itchiness. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. Therapy was not working since implant. The patient tried all four programs and none worked. The patient was feeling stimulation. The patient had an appointment next wednesday with his health care professional (hcp) to discuss therapy. The symptom reported was urgency.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a sudden return of symptoms. There was no fall, trauma, positional movement, medical test or environmental exposure related to this issue. Patient increased stim from 1.5v to 1.8v and planned to monitor symptoms. The patient had an appointment a week after the report and planned to report the symptom control and ask for direction on when to change programs. The symptoms were not controlled well. The 1st 2 days after the implant, he was drinking much. As soon as he started drinking fluids, he was back to how he was before trial. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted for the cause of the symptom return and the actions/ interventions taken to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said it is not working too well and it seems like most of the impulses are in their buttocks rather than where they should be. The patient is wondering if it is worthwhile to re-implant; they also asked about relocating the battery/lead. The patient also said they never had satisfaction and it has only provided a little therapeutic benefit. They also said the manufacture representative (rep) gave them four different programs and they went through all of them. The patient took the one that seemed to be the best, but it has not been doing much. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to resolve their symptoms and choose the next steps; an hcp listing was also sent to the patient. The not working too well/impulses were not where they should be was noticed in 2018; maybe six months ago. No further patient complications have been reported as a result of this event.